Manufacturer narrative:
Batch review performed on 26 july 2018: lot 172589: (B)(4) items manufactured and released on 15 may 2017. Expiration date: 2022-05-03. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery it was noticed that there is extreme difficulty disengaging the final short stem implant from the assembly tool. The surgeon dropped the head and stem as a result of the difficulty using the instruments. The surgeon upsized the implants. There was a delay of approximately 10 minutes. The surgery was completed successfully.